Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided procedural videos revealed the following: central regurgitation of an apparent sapien 3 (s3) valve in the tricuspid position was observed on one of two echo clips (but it is unclear which of these images depict the index s3 valve versus an allegedly deficient s3 from the procedure, as well as multiple post-dilation attempts were observed of the s3 valve in a pre-existing s3. In this case, the complaints of leaflet motion restricted and deployed valve exhibits central regurgitation were confirmed based on the provided videos. Available information suggests procedural factors (post-dilation with non-edwards balloon) likely contributed to the events. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the transcatheter heart valve (thv) leaflets, resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years and 6 months post ttvr (transcatheter tricuspid valve replacement) with a 26mm sapien 3 (s3) valve in a pre-existing edwards surgical valve, the s3 valve failed due to degeneration. Per report, the patient presented with dyspnea. The patient underwent a valve-in-valve procedure with another 26mm s3 valve, and post dilation with a non-edwards balloon. A subsequent echocardiography revealed severe tricuspid regurgitation, likely due to a frozen leaflet. In response, the operating team changed to a softer catheter, but the regurgitation remained the same. A second s3 valve was implanted with an additional 2cc, after which the regurgitation resolved. There was also no paravalvular leak and the patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing.